Manufacturer narrative:
The review of provided data confirmed the reported issue and highlighted the bad quality of the rf signal. The bad quality of the rf signal led to the display of jerky traces. Obstacles and/or the distance between the implant and the rf head may have caused the bad quality of the signal during the procedure. No rf malfunction is suspected on the smarttouch software module v 3.16. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the test, the display of the egm was not fuild. The markers on the ECG did not match each time. When the wireless was switched off and on again, the problem was solved but came back again.